Event description:
It was reported that "the frame tubing where handle bar slides into and adjusts height is cracked."

Manufacturer narrative:
It was reported that the back support tubes on the wheelchair were broken. The pictures were identified as depicting the adjustment push handles being fractured. A replacement was issued, but "per customer phone call, he states that the push handles don't fix the issue. Customer was expecting a new chair." The customer reported already discarding the chair as they believed a replacement chair was on the way. Per email correspondence and a photo, it was clarified that "the frame tubing where handle bar slides into and adjusts height is cracked." "Photos do show damage on the frame." A full replacement was issued. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.